Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the (B)(6) key found to be inoperable during device evaluation. Service evaluation verified the inoperable (B)(6) key. The cause was identified to be a failed keypad. The front case, containing the keypad, was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the #7 key of the keypad was found to be inoperable. There was no patient involvement. No additional information is available.